Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the pseudoaneurysms could not be conclusively determined; however, the physician believed dialysis may have contributed to the vascular hardening resulting in the dissection. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
The info provided to sjm indicated a 6f angio-seal sts plus was deployed in the left femoral artery following a percutaneous coronary intervention (pci). The puncture site was anatomically low and incomplete. The pre-deployment angiogram revealed mild calcification in the superficial femoral artery (sfa). The pt was discharged following angio-seal deployment. The pt was admitted 3 days later due to anemia and was treated with a blood transfusion. One day later, another angiogram revealed 2 pseudoaneurysms at the puncture site. The pseudoaneurysms were repaired and hemostasis was achieved by manual compression. The physician commented that the pt had been dialyzed which may have made the vessel hard causing the dissection.